Event description:
Information received by medtronic indicated that the customer received the error code of software error detected (pump error 53) and reported crack on the battery compartment. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was able to clear the alarm successfully. The customer was able to complete the rewind as well. The pump passed the self-test. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This regulatory report is part of an unplanned outage in the FDA gateway that occurred on december 13 or december 14, 2023. The current regulatory report is submitted with the latest information available at the time of submission. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed two pump error 53 alarms due to hardware errors found on the 21-nov-2023 at 06:11:27.00 and 22-nov-2023 at 00:01:00.00. The formatted history file confirmed two pump error 53 alarm (line number 24583 file number 148) and (line number 8192 file number 9120). Pump was cut open and found moisture damage on the pcba 1 and pcba 2. The following were noted during visual inspection: corroded battery tube, battery cap contact damaged, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), label damage (faded, stained, peeling). In summary, customers alleged pump error 53 was confirmed through the pump history download due to hardware error on the bum. Cosmetic damage confirmed at the keypad during analysis. Pump exposed to moisture confirmed on the pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.